Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stents. Approximately three (3) years post initial procedure, a type iiia endoleak with inadequate overlap (no component separation) was detected by ultrasound during routine follow-up. The physician elected to treat the patient by implanting an afx infrarenal stent graft to successfully resolved this leak. The patient was discharged and there have been no additional patient sequelae reported. Additionally, clinical assessment determined that there was evidence to reasonably suggest sac growth of 7mm occurred that was not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak of the aortic components was refuted as there was adequate stent overlap and the contrast pattern did not support a type iiia endoleak. However, there was an indeterminate endoleak. An angiogram was not provided therefore, clinical assessment was unable to differentiate the endoleak. Additionally, there was evidence to reasonably suggest sac growth of 7mm occurred that was not included in the event as reported. Device, user, procedure or anatomy relatedness of these events could not be determined. The final patient status was reported to be discharged on the first post-operative day after a successful endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result code ¿ remove 3221.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stents. Approximately three (3) years post initial procedure, a type iiia endoleak with inadequate overlap (no component separation) was detected by ultrasound during routine follow-up. The physician elected to treat the patient by implanting an afx infrarenal stent graft to successfully resolved this leak. The patient was discharged and there have been no additional patient sequelae reported.